Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient had an unrelated procedure where the device was not placed into surgery mode. The ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.